Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. Customer experienced an elevated blood glucose (bg) level of approximately 700 mg/dl. A manual insulin injection was administered to address bg level.